Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device delivered appropriate shocks for ventricular tachycardia (vt). Upon review, technical services (ts) stated that this device was programmed vvir 50-130 ppm and monitor zone of 170 bpm and vf at 200 bpm. Boston scientific representative will be further discussing with the physician. This device remains in service. Am

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device delivered appropriate shocks for ventricular tachycardia (vt). Upon review, technical services (ts) stated that this device was programmed vvir 50-130 ppm and monitor zone of 170 bpm and vf at 200 bpm. Boston scientific representative will be further discussing with the physician. This device remains in service.

Manufacturer narrative:
This report contains correction in entire section e of initial reporter and section g2 report source.